Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms and high pacing thresholds at routine follow-up. Upon review of trend data, it was found that the rv pace impedance had been gradually increasing for several months prior to follow-up. All other measurements were noted to be stable and within normal limits. The physician requested the real value of the last automatic measurements. No further information is available at this time. No adverse patient effects were reported. This system remains in service.